Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had experienced ongoing low voltage alarms despite various troubleshooting methods performed. The batteries were fully charged, the connections had been cleaned multiple times, and the battery clips were replaced; however, there was no resolution. No patient symptoms were observed at the time. A review of the initially submitted log files revealed multiple abnormal low voltage advisory events while utilizing battery power. Additionally, limited data from the power module appeared to contain unusual voltage readings. A second and third submission of log files were reviewed and appeared to contain a few below-specification voltage readings while utilizing the patient cable and abnormal low voltage readings from the patient cable white lead while the batteries were fully charged. The available data seemed indicative that worn system controller power leads had caused the abnormal voltage readings and alarms. A system controller exchange was being planned post-anticoagulation preparation for the patient. The pump appeared to have operated within normal parameters. The alarms appeared to have been unrelated to previous cosmetic damage to the driveline. As of (B)(6) 2025, the alarms resolved once the battery clips, batteries, and primary system controller were exchanged. The patient was at home and instructed to follow normal outpatient clinic procedure. No devices would be returned for analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage and backup battery fault alarms was confirmed via log file analysis. The submitted log files were reviewed and data from (B)(6) 2025 was reviewed. From the beginning of the log files 15:19:12, backup battery fault alarms activated due to the battery not passing the load test. At the time of the alarm¿s activation, the difference between the unloaded and loaded voltage was measured to be outside of the designed threshold. The alarms resolved by 16:27:17, after a load test was successfully passed. Throughout the entirety of the log files, while connected to any power source, the relative state of charge (rsoc) voltage associated with either the black or white power cable was fluctuating. From 15:20:21 ¿ 20:59:27, while connected to battery(s), intermittent low power advisory alarms activated due to the rsoc voltage fluctuations associated with both power cables. Pump operation was not affected. The heartmate 3 system controller was not returned for analysis. The root cause for the low voltage alarms was unable to be conclusively determined through this analysis. The root cause of the backup battery fault alarms was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including low voltage and backup battery fault alarms, and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook section 6 ¿caring for the equipment¿ describes how to properly care for all heartmate equipment, including the system controller and its power cables. Heartmate 3 instructions for use (IFU) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
As of (B)(6) 2025, the site clarified that the battery clips were both exchanged and discarded due to damage on (B)(6) 2025. The patient had not been taking eliquis (apixaban) on (B)(6) 2025, so they were instructed to take as ordered, then return at a later date for the system controller exchange. The system controller was exchanged on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.